Manufacturer narrative:
The device was not returned for analysis. The lot history record for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device is being filed under separate medwatch report number.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the suture of the first proglide was successfully pre-placed. "Cuff misses" occurred with the second and third proglide devices. The suture of a fourth proglide device was successfully pre-placed. The sheath was upsized to a 12f and the evar procedure was completed. Hemostasis was achieved with the pre-placed sutures of the first and fourth proglide devices. There was no adverse patient sequela and no clinically significant delay in the procedure or therapy. No additional information was provided.